Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation/anxiety-product-procedure was received on feb 20, 2020 with catalog mcghan420cc. Visual analysis of the returned device identified opening, yellow particles. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation and implant exchange of textured device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and implant exchange of textured device. Device has been explanted.